Event description:
Boston scientific received information that a revision took place due to high thresholds on this right ventricular lead. During the device replacement procedure, it was noted that this lead fractured. This lead was capped and left inside the patient. A new competitor lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.